Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the valved trocar leaked during surgery. The procedure was completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
One opened trocar cannula/hub assembly was received in a specimen container for the report of leaking. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications, therefore, specific action with regards to this complaint cannot be taken. An investigation has been opened in order to improve performance of the valves. (B)(4).